Event description:
Customer reported that her insulin pump shut off and alarmed failed battery test. Customer replaced the batter and now the device has a blank display. Customer's blood glucose is 233 mg/dl. Customer uses duracell batteries. The device has not been bumped or exposed to moisture recently. The battery compartment and contacts are not damaged or corroded. Customer inserted a new battery but the display did not return. Customer removed the battery for ten minutes, cleaned the contacts, reinserted the new battery, and the display returned. The device passed the self test. Customer was advised to monitor the device and call back if the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)